Manufacturer narrative:
The reason for this revision surgery was identified as instability after 1.75 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number: (B)(4) for a locking mechanism, (B)(4) for a dimensional concern, (B)(4) revisions, (B)(4) due to dissociation, (B)(4) due to dislocation, (B)(4) due to pain, (B)(4) due to infection, (B)(4) due to trauma, (B)(4) for device loosening, (B)(4) for stability/poor joint, and (B)(4) for a malposition. This is the (B)(4) complaint for this lot number. The root cause of the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There is no indication of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient becoming instable. The surgeon revised to an increased height shell to tension the soft tissue and stabilize the shoulder joint.